Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (damage prior to tactile change) issue. It was alleged that the up arrow and down arrow keypad buttons were intermittently unresponsive when attempting to lock the pump. The up arrow and down arrow buttons were torn. The ok keypad button symbol was worn, which has no effect on insulin delivery. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.